Event description:
It was reported that approximately one month post implant, the patient's right ventricular (rv) lead perforated, causing cardiac tamponade. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.